Event description:
Nurse took cyclophosphamide chemotherapy out of bag with secondary set, hung up on IV pole and then noticed she was holding the secondary tubing, with the chemotherapy bag and drip chamber on the IV pole spilling chemotherapy. Tubing severed just below drip chamber. 3 nurses aided in spill cleanup.